Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed data from the date of the complaint was not available and had been overwritten due to continued patient use. There were no alarms or pump conditions indicative of malfunction. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Pump settings and delivery history were reviewed with the patient and confirmed as accurate. The patient reported that he did not check his blood glucose level or administer any additional insulin for eleven hours prior to the event. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.